Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours after disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The insulin pump was received with missing retainer ring, missing reservoir tube o-ring, scratched case and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the power error alarm was recurring during normal use. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.